Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the obtuse marginal artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.